Event description:
It was reported by service report that the jack is drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The user facility was unable to locate the stretcher in order for the service technician to perform an evaluation; no conclusion could be drawn.